Event description:
On (B)(6) 2012, the patient's parent contacted animas to report a high blood glucose (bg) excursion. The reporter claimed the patient's bg was running in the 400 to 600 mg/dl range on the evening of (B)(6) 2012. There was no mention of symptoms and the patient's mother stated she did not test the patient for ketones. The patient's mother claimed she did not administer a bolus at 12 or 3am because she was afraid. The patient's mother reported that at 10am on (B)(6) 2012 the patient's bg was 377 mg/dl. The patient was given a 12 unit bolus to account for carb intake. At 12pm the patient tested 'hi' on the meter (bg greater than 600 mg/dl) and no injection was reportedly given. The bg management team was able to reach the patient's father who assisted the patient with changing site and giving a calculated injection of 9 units. At 3pm it was reported that the patient had eaten more food and milk; however, no bolus was administered and patient's bg was still testing at 'hi'. It was noted that the patients hcp was contacted and he/she advised that the patient be removed from pump until (B)(6) 2012 when the patient's parents could receive further training on bg management of patient. The subject pump was not reviewed. Animas customer support made several attempts to reach the patient's parents to review/troubleshoot the pump; however, were unsuccessful in their attempts. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. Review of the available pump history shows no alarms related to the complaint. The tdd¿s add up correctly and reflect the user programmed basal rate. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.